Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Event description:
It was reported that during surgery the batteries of the product had exploded inside the sterile tray. There was no patient impact. There was a delay of 0-15 minutes and an alternative device was used to complete the procedure. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device was returned unopened and sealed within the sterile packaging. Visual examination of the returned product/provided pictures confirmed the battery pack was busted open and there was black debris from the battery expulsion throughout the sterile packaging. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.